Event description:
It was reported an asymptomatic patient presented in clinic after receiving non-sustained lead noise alert due to post-paced t-wave oversensing. The device was reprogrammed and the over-sensing issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.